Event description:
Facility reported a blood leak alarm and visible blood in the dialysate. This was an internal blood leak (first use). Blood in the arterial line was returned, but blood in the venous line and the dialyzer was discarded. Estimated blood loss was 140cc. No medical intervention. The sample is not available for examination.

Event description:
Facility reported a blood leak alarm and visible in the dialysate. Internal blood leak (first use.) Blood in the arterial line was returned, but blood in the venous line and the dialyzer was discarded. Estimated blood loss was 140cc. No medical intervention. Hemoglobin on 12/14 was 10.4 and on 12/21 was 10.2. The sample is not available for examination.